Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported that the customer was hospitalized due to high blood glucose levels. Nurse reported that the high blood glucose level may be due to an issue with the insulin pump. Blood glucose level at the time of admission was 385 mg/dl. Nurse reported that the customer experienced high blood glucose levels for a full day before she was hospitalized. Nurse reported that the customer was wearing the insulin pump at the time of hospitalization. Nurse reported that the cannula was bent, but troubleshooting did not show any malfunction of the insulin pump. Blood glucose level was 303 mg/dl at the time of the call. Nurse reported treating with a manual injection. No further information was provided.